Event description:
There was an allegation of questionable sodium electrode results for 3 patient samples on a cobas e 402 analytical unit. Patient 1: the initial na result was 146.9 mmol/l, and the repeated result was 138.7 mmol/l. Patient 2: the initial na result was 147.9 mmol/l, and the repeated result was 142.4 mmol/l. Patient 3: the initial result for patient 3 was obtained on (B)(6) 2025. The initial na result was 155 mmol/l, and the repeated result was 143.7 mmol/l. All of the repeated results were obtained on (B)(6) 2025. The samples were repeated because the emergency room staff questioned the results. The repeated results were believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found a chip in the solution vessel and a dirty reference electrode. He cleaned and rotated the dilution vessel and cleaned and dried all electrodes. The investigation determined that the service actions resolved the issue.